Event description:
This sheath was used during an implant procedure on (B)(6) 2018. During the procedure the distal part of this sheath got lifted when the tip part tunneling was performed. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).